Manufacturer narrative:
Through follow ups, it was learned that during cleaning of handpiece wire coating was frayed. That if the handpiece would be used, some failure issue would have occurred and that it could result in injury to the patient or user. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The labeling, trending and risk documentation reviews for this device were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the device was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this handpiece was also performed which showed that there were no issues or non-conformities and that handpiece met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and the issue was confirmed. Fss replaced the accessory with a new handpiece, serial number (B)(4) which resolved the issue. No further issues were reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that whitestar phaco handpiece cable was damaged during the washing process. There was no patient involvement reported.